Event description:
Follow up revealed that the patient was seen in clinic and, as far as the pa knew, was programmed to 1.75 ma output current prior to leaving the office. It was stated that the patient presented with voice alteration at this session so pa knew the patient was receiving stimulation. However, when seen by the surgeon a few weeks later, the output current was found to be at 0.00 ma and the magnet mode still at the programmed 2.00 ma. The patient's vns was disabled and titration from 0.00 ma was started when the patient was next seen by the pa. It was stated that there were no other factors for a settings change but patient's family commutes near a hydroelectric dam & has visited a sporting event where a wand was used on the patient prior to entry.

Manufacturer narrative:
Age at time of event, corrected data: follow-up report #01 inadvertently left out "(B)(6)". Date of birth, corrected data: follow-up report #01 inadvertently left out "(B)(6) 2000". Date of event, corrected data: follow-up report #01 inadvertently left out "(B)(6) 2018". Brand name, corrected data: follow-up report #01 inadvertently left out "pulse gen model 102". Expiration date, corrected data: follow-up report #01 inadvertently left out "08/19/2015". If implanted, give date, corrected data: follow-up report #01 inadvertently left out "(B)(6) 2014". Device manufacture date, corrected data: follow-up report #01 inadvertently left out "10/15/2013".

Event description:
It was reported by the medical professional that the patient's vns output current changed to zero while leaving magnet mode as it was. The medical professional questioned if the patient's personal dvd player that he holds close to his chest turned off the device. No additional relevant information has been received to date.